Event description:
It was reported that tandem mobi pump displayed cartridge alarm during cartridge loading even though customer followed app instructions. There was no adverse impact to the customer¿s blood glucose level. Customer had already changed cartridge before contacting support, and technical support confirmed cartridge alarm, instructed customer to change tubing and retry loading cartridge, and issue was resolved; no additional complications were reported.